Event description:
This case was reported by a facility in (B)(6), china on 04 december 2023. Reporter states that on november 22,,2023, the patient was admitted to hospital for enhanced CT due to intestinal obstruction. During the operation of injecting contrast agent, one of the high-pressure injection syringe suddenly burst, causing the contrast agent to splash all over the sky, and the enhanced CT scan of the intestinal obstruction patient was suspended. The clinical technician and nursing staff immediately followed the emergency procedures, replaced the contrast agent and used another intact high-pressure injection syringe to re-inject the contrast agent, and the enhanced CT scan of the intestinal obstruction patient was successfully completed. The maintenance personnel of the equipment department repaired the equipment and found that the high-pressure injection syringe was faulty. After replacing the high-pressure injection syringe, the equipment returned to normal. There was no report of injury to the patient or staff.

Manufacturer narrative:
Overall investigation summary: regional service investigated and found that the broken syringe was not a guerbet product. See attached email). There was no issue with the injector. Impact assessment summary: no injury to the patient/user reported imdrf codes: b01; c07; c13;d1103. Root / probable cause code: process/methods - inadequate/incorrect procedure. Root / probable cause summary: refer to investigation summary. As service found nothing wrong with the device during investigation, no corrective action was possible. Although no additional CAPA is required at this time, guerbet quality will continue to monitor and trend for similar issues. These trends and issues are reported on during quality metrics review and during the management review meetings to consider input for additional corrective action. Disposition summary: unit remained in service.